Event description:
The proximal tip of this lead separated during the explant. The remaining distal end will be extracted later. The physician was changing out the system to a dx system which did not require this ra lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the is-1 connector pin. Two lead segments were returned for analysis. The distal part of the two returned fragments was found strongly elongated. The (third) distal part including the lead tip was not received as mentioned in the complaint description. The visual inspection revealed a damaged insulation approx. 6 cm distal to the observed ligature marks at the distal part of the two returned fragments. In that section the insulation body was found squeezed and deformed and the outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.